Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low in the early morning for an extended period of time. Customers bg levels ranged from 34 to 70 mg/dl. Customer ingested carbs to address low bg levels. Reportedly, customer's health care provider recommended pump settings adjustment to resolve the issue.